Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The device was interrogated with a clinical programmer. Communication was established without any issues. The battery status was ok with a remaining charge of 85 percent. The memory data was inspected. The data documented several resets on (B)(6), 2021, presumably during the explant. No further anomalies were observed. In summary, the device could be interrogated without any issues. The battery status was as expected. There was no indication of a device malfunction.

Event description:
Device explanted due to eos. No adverse patient events reported. Should additional information become available, it will be added to this file.